Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
Tha for right hip osteoarthritis. The shaft broke while using the detachable flex shaft. The broken debris (wire) remained inside the body (femur side). Doctors want to investigate the material and confirm whether there is any health hazard as soon as possible.